Event description:
An event involved a medsun form regarding primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch occurred on unspecified date where it was reported that the patient had an epoch (doxorubicin, etoposide or vepesid, vincristine sulphate) bag hung at 16:00 using ICU medical primary plum set tubing with 0.2micron filter. On the following day around 07:18 the registered nurse went to a chemo handoff with the night shift registered nurse, and a small circle of chemo (<5ml) was found on the pad behind the inline 0.2-micron filter. The infusion was stopped, protective clothing was donned and infusion was disconnected from the patient (line was flushed) and entire setup was contained in a chemo bag to be returned to pharmacy. There was patient involvement and unknown reported patient harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Manufacturer narrative:
Received one (1) used. As received, the inline filter was wetted out. The inline filter was leak tested per specifications and no leakage was observed. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.